Event description:
The contact of a peritoneal dialysis (pd) patient called into technical support due to receiving drain complication cycler warnings. Upon follow up with the patient's contact, the patient was in the hospital due to stomach issues. Additional follow up the pd nurse who reported that the patient was hospitalized due to fluid overload attributed to the patient's personal daily fluid consumption. The patient reported a cloudy bad. The pd nurse reported that peritonitis was ruled out. The patient did have an increased white cell count on her effluent. The pd nurse stated that the patient's physician has considered switching the patient to hemodialysis due to the patient's fluid consumption. Medical records were received and indicate that the patient was admitted to the hospital on (B)(6) 2015 with an admitting diagnoses of resolving peritonitis, chronic cardiomyopathy, chronic pain syndrome, chronic narcotic therapy, chronic hypotension, chronic fluid overload, renal osteodystrophy, and a cloudy bag with abdominal paint a week preceding admission. The patient was placed on a cycler support and aggressively untrafiltered which reduced the patient's weight and blood pressure. The patient was discharged on (B)(6) 2015. Treatment sheets were also received, and from (B)(6) 2015 to the day of the patient's hospitalization of (B)(6) 2015 there were no overfill issues.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Medical records have been received by the manufacturer and a clinical investigation has been completed. Because of the timing of the cycler issues, causality between the cycler and the patient's events cannot be ruled out. It is not indicated in medical records that the patient experienced overfill or cycler related complication. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.